Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion located in the proximal left anterior descending (lad) artery. There was no damage noted to the packaging. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to mid stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.